Event description:
A cusotmer called beckman coulter regarding 2 erroneously elevated accu tni and ckmb test results from 2 different pts that were generated by the access 2 instrument. Pt 1 had an accu tni result of 0.64ug/l and a ckmb result of 2.3ng/ml. The elevated accu tni result was not reported out of the lab. The original sample from pt a was sent to a reference lab (for accu tni and ckmb) after the customer was unable to obtain a repeatable accu tni result. The repeated accu tni result from the reference lab was 0.020ug/l and the repeated ckmb was 2.5ng/ml. The reference lab results were reported out of the lab. Pt 2 had an accu tni result of 3.57ug/l and a ckmb result of 1.2ng/ml. Both these results were reported out of the lab. The original sample from pt b was repeated (for accu tni and ckmb) after the results were reported out of the lab. The customer did not provide additional information regarding this event. The repeated accu tni results were 0.01ug/l and 0.01ug/l (tested in duplicate). The repeated ckmb result was 1.3ng/ml. A corrected lab report was sent out of the lab with these results. The customer did not recieve any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to this event.